Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that the pt had received a total hip ceramic-on-ceramic arthroplasty eleven years ago. It was reported that the pt required a revision of the acetabular component. It was reported that the revision was completed using the tritanium revision cup.